Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 17 mg/dl. The customer consumed juice and reported bg level increased to target range. Recommendation was made to consult with health care provider regarding diabetes management.